Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2000: (B)(6). (B)(6), md. Pathology report. Accession number: (B)(6). Specimen: a. Sigmoid colon. Pre-op information: diverticulitis. Post-op information: same. Gross description: a. Received labeled sigmoid colon is a 22 cm length of sigmoid colon, 3 cm from one end is extensive serosal discoloration with adhesions among the epiploicae and at least one antimesenteric diverticulum 1 cm is present. The lumen is opened and inumerable [sic] diverticulae are present both antimesenteric and on the mesenteric aspect. None are associated with evidence of bleeding or inflammation. The mucosa is otherwise unremarkable. Representative sections submitted. Also present are four fragments of fat which appear to be appendicea epiploicae, some containing hemorrhage. Representative sections submitted. Microscopic description: performed. Final diagnosis: a. Sigmoid colon: diverticulosis, with serosal adhesions and foci of fibrosis and chronic inflammation in attached fat, no significant active inflammation present. Comment: in the serosal adhesions there are foci of foreign body reaction, suggestive of previous perforation, but the focus of previous perforation cannot be specifically identified. (B)(6) 2001: (B)(6). (B)(6), md. Operative report. Preoperative diagnosis: subumbilical incisional hernia and primary ventral hernia in the left upper quadrant. Postoperative diagnosis: same. Operation: repair of incisional and primary ventral hernia with mesh. Anesthesia: general. Estimated blood loss: 50 cc. Drains: none. Complications: none. Indications for operation: mr. (B)(6) is a 36-year-old male who is status post a sigmoid colectomy for complicated diverticular disease in (B)(6) 2000. Recently he has experienced symptoms of abdominal pain and swelling in the upper abdomen. He presented with an incarcerated mass in the left upper quadrant. This was reduced with some difficulty. Following that, the patient did have symptoms of partial obstruction with intermittent nausea and vomiting. These symptoms resolved with time, however, in light of the symptoms and incarcerated nature of the hernia, it was elected to proceed with operative repair. The risks discussed and acknowledged preoperatively. Description of operation: ¿after informed consent was obtained, the patient was taken to the operating room and placed in the supine position. Intravenous antibiotics were given, general anesthesia was induced, and the abdomen was prepped and draped sterilely. An upper midline incision was made through the previous surgical scar. Dissection was carried down to the fascia where a subumbilical incisional hernia was identified which measured approximately 2.5 centimeter in greatest dimension. The hernia sac was dissected from the fascia and numerous loops of small bowel were dissected from the posterior aspect of the anterior abdominal wall, upon palpating the peritoneal cavity in the area of the incision, the primary ventral hernia was identified in the left upper quadrant approximately 5 centimeters superolateral to the incisional hernia. Once surrounding adherent bowel was dissected free, a #0 prolene figure-of-eight stitch was used to close the defect as the defect measured only approximately 1.5 centimeters. The fascia was dissected from the subcutaneous tissue approximately 3 centimeters lateral to the incision. A running #1 prolene stitch was used to reapproximate the fascia. Prior to this, the peritoneal cavity had been irrigated and no bleeding was noted. Following running closure of the fascia, the fascial closure was reinforced by a 3 x 6 piece of prolene mesh cut to the appropriate configuration. The mesh was secured using a fascial stapler. The subcutaneous tissue was irrigated. The deep subcutaneous tissue was approximated to the mesh. The skin was closed with staples and a sterile dressing was applied. The patient tolerated the procedure well and was taken to recovery in stable condition. At the conclusion of the case, the sponge, needle and instrument counts were noted to be correct.¿ (B)(6) 2001: (B)(6). Perioperative record. Implant sticker. Bard® mesh. (B)(6) 2001: (B)(6). (B)(6), md. Pathology report. Accession number: (B)(6). Specimen: a. Hernia sac. Pre-op information: incarcerated incisional hernia. Gross description: a. Received in formalin, labeled with the patient¿s name and hernia sac, is a 3.7 x 2.5 x 0.8 cm aggregate of sacular gray tan fibro-membranous tissue. No histologic sections are submitted. Microscopic description: gross only. Final diagnosis: hernia sac, excision: grossly consistent with hernia sac. [Missing records: an operative report for ventral hernia repair was not provided.] ??/??/03: [missing records: records for emergency room visits related to ¿episodes of incarceration requiring reduction¿ were not provided.] (B)(6) 2003: presbyterian healthcare novant health. [Signature illegible.] Anesthesia consultation. Anesthesia. Laparoscopic ventral hernia. Status post colon resection followed by 2 subsequent ventral hernia repairs. Weight 260 lbs. Increased bmi. Airway class ii. (B)(6) 2003: (B)(6). (B)(6), md. Operative report. Preoperative diagnosis: recurrent incarcerated ventral hernia. Postoperative diagnosis: same. Procedure: laparoscopic ventral herniorrhaphy with mesh. Assistant: (B)(6), md. Anesthesia: general endotracheal tube. Indications: 38-year-old gentleman seen and evaluated for an incarcerated ventral hernia. He is several years status post sigmoid colectomy. He is 1 1/2 years status post open ventral hernia repair with mesh for incisional hernia. This recurred approximately six months ago and he has had a couple of episodes of incarceration requiring reduction in the emergency room. The risks and benefits of laparoscopic ventral herniorrhaphy were explained and patient wished to proceed. As indicated, the risks include, but are not limited to, infection, bleeding, recurrence, need for further surgery, intra-abdominal organ injury, bowel injury, ileus as well as cosmetic deformities. The patient understands and wishes to proceed. Procedure: ¿the abdomen was prepped and draped. Ioban was placed over the operative area. A transverse incision was made in the left lower quadrant laterally. Dissection was carried down to the fascia, which was grasped, elevated and incised. Access to the abdominal cavity was easily obtained and digital exploration showed no evidence of adhesions. An inflatable 10 mm trocar was inserted. 10 mm laparoscope was placed after insufflating the abdomen. We found swiss cheese-like fascial defects in the periumbilical area with multiple portions of omentum incarcerated into these defects. A 5 mm trocar was placed in the right lower quadrant under direct laparoscopic visualization. Under direct visualization, two other 5 mm trocars were placed in the left upper quadrant. We then began our meticulous dissection, carefully reducing the omental contents. The colon was seen and it was found not to be incarcerated. There were no loops of small bowel that were incarcerated in the defect. This was all merely omental tissue. It was gently reduced and cautery was used to take down filmy adhesions. Electrocautery was used to achieve hemostasis. Once all of the omentum was reduced, we were able to visualize the multiple periumbilical defects that also worked its way up towards the midline. Measuring the defects, it was 12 x 15 cm. A piece of dualmesh was brought to the table and was trimmed to 20 cm x 27 cm. After placing gore-tex sutures in the mid portion of each side, it was rolled up and easily inserted under direct laparoscopic visualization into the abdominal cavity. It was unrolled, positioned and centered over the fascial defect. Using a suture passer and making a separate stab wound incision, the mesh was brought up through the anterior abdominal wall. The gore-tex sutures were secured in place without difficulty. A tacking device was then used in a circumferential fashion. The edges of the mesh were tacked. Gentle pressure was applied on the anterior abdominal wall to facilitate this maneuver. More tacks were placed circumferentially in a row. Looking down at the intestines, there was no evidence of bleeding. The abdomen was partially decompressed and the trocars were removed, showing no evidence of trocar site bleeding. All wounds were irrigated. It should be note that the mesh overlapped the 10 mm balloon trocar site and this was removed to facilitate tacking into the anterior abdominal wall. The 10 mm trocar fascia was approximated with interrupted absorbable suture. All wounds were injected with local anesthetic. Skin incisions were approximated with subcuticular absorbable suture and sterile dressings were applied. The patient was taken to the recovery room in good condition, having tolerated the procedure well. A foley that had been placed once the patient was intubated was removed. Sponge and needle counts were correct at the end of the case.¿ (B)(6) 2003: (B)(6). Intraoperative record. Implant sticker. Dualmesh plus antimicrobial. Lot: 02045299. Item: 1dlmcp07. The record confirms a gore® dualmesh® plus biomaterial (1dlmcp07/02045299) was implanted during the procedure. [Missing records: records between (B)(6) 2003 and (B)(6) 2015 were not provided.] (B)(6) 2015: (B)(6). (B)(6), md. Operative report. Preop diagnosis: incarcerated incisional hernia, recurrent. Postop diagnosis: incarcerated incisional hernia, recurrent. Procedure: repair of chronically incarcerated recurrent incisional hernia with mesh; 12 cm of complex fascial repair; resect chronically incarcerated omentum. Assistant(s): none. Procedure summary. Anesthesia: general. Estimated blood loss: minimal ml. Drains: 10 mm blake. Specimens: ID: 1: incarcerated omentum. Type: ap specimen. Source: omentum. Tests: pathology tissue request. Collected by: (B)(6), md. Time: 02/20/2015 0805. Implants: implant name: mesh, ultrapro 15x15cm 6x6in ¿ log 924167. Inv. Item: 25733. Manufacturer: j&j ethicon inc. Lot no.: hd8bbsr0. Lrb: n/a. No. Used: 1. Action: implanted. Procedure detail: findings: as above. Procedure description: ¿midline incision was made carried down to the fascia. Midline fascia was opened. The fascial defectwas [sic] just right of the midline incision was made into this. A large piece of chronically incarcerated mesh was then encountered and this was dissected from the sac and resected as it was difficult to place back within the abdomen because of adhesions to the abdominal wall. Vessels were divided between clamps and ligated with 2-0 vicryl. Dissection was then carried out in the plane between the posterior fascia and the rectus muscle. This was carried well beyond the fascial defect superiorly. Inferiorly the mesh was encountered dissection was continued in this plane as well as in a plane between mesh and abdominal wall for several centimeters. The posterior fascia/mesh/peritoneum was closed with interrupted 0 vicryl. Multiple mesh was then placed in the retrorectus space. This was secured at the periphery with 2-0 vicryl. A drain was placed anterior to this. The fascia overlying this was closed with interrupted and running #1 pds. Drain was secured with 2-0 silk. Skin was closed with staples. Throughout the procedure the wound was irrigated with a saline solution containing ancef. Mesh was soaked in the same solution prior to placement.¿ complications: none. (B)(6) 2015: (B)(6). (B)(6), md. Pathology report. [Accession number]: (B)(6). Final diagnosis: a. Omentum, partially resection: omental tissue without specific pathologic abnormality (clinically incarcerated omentum within an incisional hernia). Negative for malignancy. Specimen: a. Incarcerated omentum. Pre-op information: incarcerated incisional hernia. Post-op information: same. Gross description: a. Received fresh labeled with the patient¿s name and incarcerated omentum is a 19.0 x 12.0 x 2.0 cm irregular fragment of tan-yellow lobulated omental fat. Sectioning reveals pale yellow, lobulated omental fat. No masses, areas of hemorrhage or necrosis are identified. Representative sections. Microscopic description: performed. Codes: 1 x 88304. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect ¿ clinical code. H6: updated investigation finding. H6: updated investigation conclusion: d17: appropriate code/term not available. For ¿false claim¿ and ¿withdrawn complaint¿. H6: health effect impact code: f26: no health consequences or impact. Medical device component: g07002: appropriate term not available for false claim. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Through gore's investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as false claim and no problem detected. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 02045299. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2015 whereby a gore® dualmesh® plus biomaterial was implanted. It was reported the patient alleges the following injuries: mesh had to be resected requiring revision surgery. Additional event specific information was not provided.